Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cancer, capsular contracture, material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old female patient who underwent breast reconstruction surgery with two 250cc mentor smooth round moderate plus profile saline breast prostheses, developed cancer in the left breast in 2020. The diagnosis was confirmed with MRI and biopsy. It was also reported that the patient developed capsular contracture bg-IV in both breasts. As a result, the patient underwent bilateral explantation, mastectomy and immediate-stage breast reconstruction on (B)(6) 2021. It was also reported that the right implant was found to be completely ruptured, and the left implant possibly had a micro rupture. The implants were replaced with: (left) 650cc mentor memorygel xtra breast implant catalog: shpx650 lot: 9583046 sn: 9583046-073 and (right) 650cc mentor memorygel xtra breast implant catalog: shpx650 lot: 9583046 sn: 9583046-066. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On june 7, 2023, the mentor failure analysis lab received the device for evaluation. The patient was also diagnosed with breast ptosis. The patient's implants were actually initially replaced with the following tissue expanders: (right) serial number: (B)(6) and (left) serial number: (B)(6). On june 12, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 250cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.